Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('malposition of essure device location of device: left side was facing down') in a (B)(6)year-old female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anemia, dizziness, abdominal pain, back pain, sciatica, vaginal odor and menometrorrhagia. Concurrent conditions included memory disturbance, insomnia, anhedonia, weight gain, malaise, nausea, uterine fibroids and endometriosis. Concomitant products included levothyroxine and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), alopecia ("hair loss"), flank pain ("left side flank pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, depression, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, fungal infection, flank pain and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, fungal infection, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2011, (B)(6) 2013. Discrepancy noted in removal date : (B)(6) 2018, (B)(6) 2018 the left tube was, visualized and cannulated without difficulty with the essure device. The device was placed without difficulty. One coil was noted. The opposite tube was then visualized. The essure was placed in the ostium and cannulated the tube without difficulty. The essure device was placed with three coils noted on that side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression, fatigue, abdominal pain lower, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : event ¿injury¿ was replaced with the events given in the sd. Events added- vaginal haemorrhage, menorrhagia, fungal infection, depression, device dislocation, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, alopecia, flank pain, abdominal pain lower. Outcome of events ¿fungal infection, flank pain, abdominal pain lower, vaginal haemorrhage , menorrhagia¿ updated to ¿recovered / resolved¿. Outcome of events ¿fatigue¿ updated to ¿recovering / resolving¿. Outcome of events ¿fatigue¿ updated to ¿recovering / resolving¿. Severity of event ¿flank pain¿ updated. Event onset dates updated. Insertion and removal date updated. Medical history, concurrent conditions, concomitant products and lab details added. Reporter information, patient details, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.